Manufacturer narrative:
This complete lead was returned to boston scientific's post market quality assurance laboratory with the ez connector tool returned on the lead, seated properly with the fixation knob open. The stylet was returned stuck in the lead, just inside the terminal section of the lead. 605mm of the stylet was returned outside of the lead, approx. 15mm was inside the tool/lead. Visual inspection found dried blood on the stylet near the end, and on the terminal end of the lead. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Visible lead damage was observed, particularly the rs conductor coil. X-ray imaging was performed which confirmed conductor coil is bound up, constricted, and fractured at the distal end of terminal pin. The rs- conductor coil is an integral part of helix mechanism activation, once fractured extension/retraction of helix is no longer possible. Once bound up and constricted, a stylet can become stuck, or be unable to be inserted as the circumference of the inner lumen is smaller. Laboratory analysis was able to conclusively determine the root cause of the reported helix extension/retraction problems as being consistent with over torque applied to the terminal pin for helix extension\retraction. The ingevity MRI-compatible lead was designed with a goal of balancing multiple design inputs, including implant handling and short and long term safety performance (e.g., low dislodgement and perforation occurrence). The single filar inner coil design of the ingevity lead was selected for improved fatigue durability and for safe performance within an MRI environment (protective against lead heating). Physician implant technique and patient anatomy may contribute to helix extension difficulty. Specifically, tortuous patient anatomy or bends in the proximal portion of the lead remaining outside of the body, sharp bends in the stylet, and/or kinks in the lead introducer sheath may contribute to situations where adequate torque is not transferred to the helix to enable extension/retraction. Implant techniques such as under-rotating or over-rotating the terminal tool, failure to remove the terminal tool between extension/retraction cycles to release torque stored in the inner coil, excessively fast tool rotation speed (>1 full turn per second), and the presence of tissue in the helix, which may accumulate with multiple lead repositioning attempts may also contribute to situations where adequate torque is not transferred to the helix to enable extension/retraction. Approved instructions for use provided with all products includes best practices and clear guidance to mitigate these potential contributing factors.

Event description:
It was reported that during an implant procedure a right ventricle lead was attempted to be placed however the helix did not extend. The lead was attempted to be repositioned in which the stylet eventually got stuck. A new lead was used to complete this procedure. No adverse patient effects were reported. This lead has since been received for analysis and the investigative results are as enclosed.